Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device was removed due to a lack of pain relief. It was stated that multiple reprogramming attempts were unsuccessful. The patient recovered without sequela.